Event description:
It was reported that the patients ipg was non-functional and the patient was frequently charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was programmed and doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.